Event description:
The customer reported a communication failure error message. This error may result in a sys lock up, no boot or shut down situation depending on when the loss of communication occurs. This resulted in a loss of imaging functionality. There is no report of pt injury or death associated with the event.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.